Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a revision surgery due to erosion. A transcorporal approach was used by the physician and the ams penile implant was removed to implant a new aus. There was no device issues noted. There were no additional patient complications.